Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is reading lower fio2 then the set, and is out of specification. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4). The vyaire service dept. Received the suspect component and performed an evaluation. The reported issue was duplicated and was isolated to the o2/air relay which was out of specification.